Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted should the device be received for eval.

Event description:
Customer reported "set primed with drip chamber 3/4 ful. Dopamine running and rate had to keep being increased without apparent response clinically. When pump/tubing examined, air in tubing and pumping section inside lvp had the tubing completely collapsed and pumping air below the pump and no alarms going off. Air did not reach pt." Event occurred in picu. No further pt/event info is currently available, customer has not responded to request for add'l info.